Event description:
Information was received that the patient is seeing high impedance on the new generator. X-rays were performed; however, the x-rays have not been reviewed by the manufacturer to date. Product analysis was completed on the previously implanted generator. No anomalies were identified with the generator. Thus, the suspect product remains the lead. No known further surgical intervention has occurred to date.

Event description:
The patient underwent vns replacement surgery due to the high impedance. Pre-operative diagnostics with the old generator showed high impedance. The lead pin was removed and reinserted into the old generator and the impedance was still high. When the new generator was implanted it initially showed high impedance, then the next diagnostics showed ok impedance. Another diagnostics showed high impedance. Then the next three diagnostics showed ok impedance with the new generator. The new generator was implanted and the original lead (suspect product) was left implanted. Based on this information, the cause of the high impedance cannot be concluded. The suspect product remains implanted in the patient. No additional relevant information has been received to date.

Event description:
It was reported that the patient has high impedance, and has also reported an increase in seizures. The increase in seizures is reported to be above the pre-vns seizure baseline. The patient has been referred for lead revision surgery. No additional relevant information has been received to date. No known surgical intervention has occurred to date.